Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in reported activation/deployment failure; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 6.5x40mm supera self expanding stent system (sess) was attempted to be deployed at the target lesion; however, was only able to be the stent partially deploy. Therefore, the sess removed from the patient. After removal the the stent was able to be deployed outside the patient anatomy. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.